Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the lifevest garment. It was reported that the patient's skin under the entire garment was red and spotty. In addition, it was later reported that the patient was also developing a rash on his legs and the source of the rash was being looked into since it was different than the rash under the lifevest. The patient reported changing garments more often, applying lotion, and using doctor prescribed cream, hydroxyzine. Follow-up indicated that the rash under the lifevest had improved.